Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported fluid leaking from valve body during infusion. There was no pt harm reported and no medical intervention was required. Although requested, no additional event or pt info provided by the user.